Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80-0759, batch number 530525) broke. The broken tip was retrieved. It was also reported, "only one t8 stick fit hexalobe driver was included in the instrument set for removal, screw could not be removed. Therefore, screws and the plate remained in the patient's body." The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00483 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 530525) and tip were returned for evaluation. The returned driver was examined under magnification. The driver had a torsional brittle fracture pattern. The fracture was at an oblique angle, which is the classic torsional brittle fracture shape. The fracture occurred at the transition from the hexalobe to the driver shaft. The driver had a length of 3.294", implying a loss of 0.086". The broken tip was returned and measured at 0.147". Because of the oblique nature of the fracture, the lengths of the individual parts sum to a higher value than the original driver length because the long side of the fracture is measured in both parts. Rusting was noted on the broken driver tip as well as around the laser-marked areas. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.